Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified white particles on the inner and outer surface of the device. Creases were observed on the outer surface of the device. A leak test was performed, and no leakage was noted. A fill test was performed, and there was no blockage in the diaphragm valve of the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Documentation received from a patient representative mentions left side ¿substantially enlarged and disoriented nipple areolar complexes¿. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and she will suffer them in the future¿. Device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-01528 for the right side.